Manufacturer narrative:
(B)(4). B. Braun medical, inc, (importer) is submitting this report on behalf of (B)(4). This report has been identified as b. Braun melsungen (B)(4). Several follow up attempt to the facility to obtain additional information and the status of the availability for the pump and or pump logs were made. The pump involved in the reported incident was not returned for evaluation. Without the actual pump or pump logs, a thorough investigation could not be performed. The exact nature of the reported defect could not be confirmed a no root cause could be determined. All available information has been provided to actual manufacturer. If the pump and/ or additional pertinent information become available, a follow up report will be filed.

Manufacturer narrative:
(B)(4). The actual device involved has not been received for evaluation and the investigation is ongoing at this time. A follow-up report will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the customer reported that when attempted to run a primary IV line thru infusomat pump piggy backing an antibiotic to the lower y port. The antibiotic started backing up into the primary tubing, delaying the patient from treatment. The IV pump did not alarm. No patient injury.